Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported issue. Physio followed up with the customer and was advised that when the issue was observed, that the device was plugged into their ac power adapter (acpa). Physio then obtained and tested the acpa that was used along with the device but again was unable to duplicate the issue, both when testing the acpa alone and in conjunction with a device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently lock-up, or not power on at all. There was no patient use associated with the reported event.